Event description:
Customer reported the patient received an unintentional bolus of epinephrine. Epinephrine and a normal saline carrier were infusion into the same IV line. The nurse hung an antibiotic to infuse at 200 mg/hr via the saline line and inadvertently bolused epinephrine into the patient. The patient's systolic bp was elevated to 210 for a short time; once the issue was corrected the blood pressure normalized. The customer feels this is a practice related error and is not alleging any pump or tubing malfunction. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The devices were not sequestered by the customer. Because the customer did not record the device serial numbers and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.